Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to charge their implantable neurostimulator (ins) because they could only get the ¿reposition antenna¿ screen on their recharger. The patient stated that they weren't able to communicate with other external devices, such as their programmer, as they were getting the ¿poor communication¿ screen. It was noted that the patient last successfully recharged their ins about two weeks prior to the date of this report. The patient was inquiring if they could bring their ins out of an overdischarged state themselves because they had a similar issue previously and had to meet with a manufacturer representative after calling about the issue. It was reviewed that a physician mode reset (pmr) must be performed in clinical settings and couldn't be done over the phone. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. The patient stated that they had visited their hcp on the date of this report but forgot to mention the issue. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.